Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. The vessel sealer extend instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly on multiple attempts. Log review was unable to confirm any failures. There was no problem detected.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument malfunctioned. Intuitive followed up with the initial reporter and obtained the following additional information: the instrument was used for 20 minutes with no issue. The instrument lower jaw stopped moving and wouldn't open. There was no error generated by the system. There was no fragment fall into the patient and no injury to the patient. The procedure was continued by using a backup vessel sealer extend instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.